Event description:
During the right knee acl arthroscopy, the shaver started acting like it was clogged. The scrub technician detached the shaver blade from the shaver handpiece. When the shaver blade was on the mayo stand, it broke into several pieces. The broken shaver blade pieces were discarded off the field. A new shaver blade was opened and they proceeded with the case.